Event description:
The user stated that the soft cannula of the tender subcutaneous infusion set was either missing to begin with or broke off under his skin. He measured his blood sugar and noticed that it was high. He then took out the tender set and noticed that the cannula was missing. He has not sought medical intervention.